Event description:
Reportedly, on (B)(6) 2011 follow-up, the physician observed that a warning related to suspect abnormal ventricular lead impedance measured on (B)(6) 2011 was displayed to the user. However all the other follow-up data were normal. The physician asked for an analysis of the reported event.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.